Event description:
It was reported that patient, skin type iii being treated conservatively as skin type IV, developed swelling and demarkation after receiving treatment with a 590 head of a lumenis one. Patient's skin started to turn brown and blister. Cold packs were immediately applied to patient's legs and that application continued for 2-1/2 hours. The patient was also given prescription drug ativan to calm her. Aesthetician said there was no contraindication for the treatment; the patient takes medication, but it does not cause photosensitivity. The patient denied recent sun exposure.

Manufacturer narrative:
Lumenis customer engineer inspected the lumenis one. He tested the ipl, lightsheer and yag heads, and found all values to be within tolerance. Root cause appears to be user error in diagnosing the skin type of the patient. The aesthetician reported it was difficult to type the patient's skin correctly, due to the pre-existing sun damage.